Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned by customer.

Manufacturer narrative:
The actual complaint product was returned for evaluation. One sampled device was returned. The molded head, the tube and the balloon exhibited a yellow discoloration. The balloon displayed a tear which prohibited the evaluation of balloon inflation. A syringe was filled with methylene blue and was then attached to both gastric port and the jejunal port. The methylene blue was flushed through the gastric and jejunal lumens and there was no inter-lumen communication observed. The device history record for the lot number on the returned device, aa4202n35, was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by e user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
A report was received from (B)(4) stating the transgastric enteral feeding tube balloon developed a pin hole after 28-days in use. The balloon was checked on (B)(6) 2015 and found to have 4ml of fluid inside of the balloon. This volume of fluid was replaced with 8ml. On (B)(6) 2015 the transgastric enteral feeding tube was observed as protruding from the stoma tract by 3 to 4cm. The feeding tube was replaced. There was no lubricant used on the balloon when replacing the device in the patient. It was reported that the patient was fine after replacement of the device.